Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.25mmx17mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion contained >= 90 degree bend. The lesion was crossed with a 6f non-bsc guide catheter and non-bsc guidewire and pre-dilation was performed with a 2x9mm maverick balloon catheter, leaving 40% residual stenosis. A 20 x 2.25mm promus premier select drug-eluting stent was advanced but had difficulty advancing to the lesion. The stent was withdrawn and dilated again with a 2mm balloon, however, the hypotube broke 15-20cm from the hub. The device was simply removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 20 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 16.7cm distal to the distal strain relief, measured as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.25mmx17mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion contained >= 90 degree bend. The lesion was crossed with a 6f non-bsc guide catheter and non-bsc guidewire and pre-dilation was performed with a 2x9mm maverick balloon catheter, leaving 40% residual stenosis. A 20 x 2.25mm promus premier select drug-eluting stent was advanced but had difficulty advancing to the lesion. The stent was withdrawn and dilated again with a 2mm balloon, however, the hypotube broke 15-20cm from the hub. The device was simply removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable.